Manufacturer narrative:
This report is submitted on june 12, 2018, (B)(4).

Event description:
It was reported that the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018 subsequent to experiencing skin overgrowth at the abutment site. During the procedure the skin was cut, a longer abutment was placed and oral, topical and IV antibiotics were administered.